Manufacturer narrative:
H2) additional information: a1-a2 and a4-a6 updated. B5 updated. There was additional information received from the initial reporter that stated there was no patient involvement. B6-b7 updated. D3 manufacturing plant address, city, and zip code updated. H6: f code updated.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. The pump was not turning on with battery power and fluid contamination was found inside the battery compartment. The downstream occlusion (dso) seal was contaminated. The most probable cause of the reported issue was contamination. The main board and dso sensor were replaced to resolve the issue.

Event description:
It was reported that the pump showed the alarm. "Cassette not attached properly." There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.